Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed. The product returned for evaluation was one 4 fr single lumen groshong nxt clearvue catheter. An initial visual observation of the returned sample revealed a split on the catheter shaft just distal to the connector piece. A suture wing was observed to be attached to the catheter between the 44 cm and 26 cm depth markers. Surgical suture was also attached to the catheter between the 40 cm and 41 cm depth marks and was observed to be compressing the catheter shaft. A functional test of flushing the catheter revealed the device was patent to infusion; however, an abnormal amount of force was required in order to flush the catheter, and the flow appeared to be partially restricted. A microscopic evaluation revealed the split had a thread-like structure formed from the catheter material that appeared to be elongated/stretched. The fracture surface of the split was mostly smooth and granular. What appeared to be a clear crystalline residue was observed within the catheter aligned with where the surgical suture was stitched. The crystalline residue appeared to have enough size to partially restrict the flow within the catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10 ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported when the PICC was locked with 20ml of hepalock, leakage occurred after about 10ml had been inserted. Damage to the catheter was noticed, and it was removed and reinserted.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.